Event description:
It was reported that pump battery level dropped significantly overnight, resulting in battery fully depleting. Customer's blood glucose level was 450 mg/dl due to pump losing power. Pump was noted to be out of warranty and in the process of renewal therefore no additional actions or corrective steps were reported.